Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue could not be reproduced. It is likely that the event occurred temporarily. Humidity may have invaded the device from the cracked area on the video connector, which led to bad electrical contact on the internal circuit board of the video connector and resulted in the reported event. The following information from the instructions for use (IFU) pertains to this event. ¿important information - please read before use: precautions for disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connectors, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result.¿ in addition, the following non-reportable malfunctions were found during the device evaluation; bending section cover glue had peeled off, braid was twisted, video connector cracked, corrosion inside the video connector, and the objective lens glue was worn. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and pending evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the videoscope exhibited image failure. There were no reports of patient harm associated with the event.